Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient stated they did not charge for a significant amount of time. Patient stated they continued to charge and are making sure that all device are charged; issue has been resolved. Patient is continuing to charge 2x a day.

Manufacturer narrative:
Date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745 (serial: (B)(6); product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that it takes about 2-3 hours to charge their implanted neurostimulator. Patient stated they understand it sometimes takes longer to charge if their implant was fully depleted, but they were attempting to charge their implant from 30% this morning, and it only got to 90% in 2-3 hours. When asked for event date, patient stated this issue had been going on for a couple of weeks. Patient confirmed that it sometimes takes 5 minutes to get to recharging excellent. Agent asked if patient sees any error codes or error messages while charging and patient stated no, but at times the controller would shut off on its own when charging the implant. Patient mentioned that they have to reset the controller to start all over again. During the call agent walked patient through removing the battery pack and resetting the controller. Patient confirmed no physical damage to the controller port or recharger. Patient then connected recharger and confirmed charging excellent right away. Controller battery was at 40% and implant was at 90%. The troubleshooting steps that were taken on the call resolved the issue.